Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A bent sensor tip was reported with the abbott diabetes care (adc) device and the customer was therefore unable to apply the device and monitor glucose levels. The customer did not experience any symptoms and was able to self-treat with unspecified treatment. No third-party treatment was provided. There was no report of death or permanent impairment associated with this event.